Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer being pushed into a swimming pool. Customer reported that as a result, a button error alarm was received. Customer's blood glucose was 299 mg/dl. Customer was advised that insulin pump would need to be replaced.